Event description:
It was reported that the patient had experienced a lack of effect with loss of spasticity control. At the patient's pump refill visit, more drug was removed from the pump than expected (volumes not reported). A study was done (date not reported) and showed the pump had stalled. The hcp then had difficulty refilling the pump. During pump replacement surgery, the hcp had difficulty aspirating from the catheter. The catheter was also replaced. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. See manufacturer's report #6000030-2008-00076.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.